Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the facility that the 22ga straight non-safety non-coring needle was not included in the port kit.

Manufacturer narrative:
Manufacturing review: the DHR review is not available because the corporate lot number is unknown. Investigation summary: the sample was not returned for evaluation. No images of the device or medical records were provided for review. The investigation is inconclusive for the reported missing component as the device was not returned and no evidence was provided beyond the reported event details. The root cause could not be determined based upon available information. It is unknown whether handling issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported by the facility that the 22ga straight non-safety non-coring needle was not included in the port kit.